Manufacturer narrative:
Manufacturer's investigation conclusion: the reported no external power alarm was confirmed via log file analysis. The heartmate mobile power unit (serial #: (B)(6) was not returned for analysis; however, a log file was submitted for review spanning 1 day (12jan2021 ¿ 13jan2021 per timestamp). On 12jan2021 from 19:03:33 - 19:04:02 there was a no external power alarm while connected to the mobile power unit caused by a loss of ac power. The backup battery provided power during this event. The alarm cleared when ac power was restored. There were no other notable alarms in the log file. Pump operation was not affected. Additional information communicated on 12may2021 indicated that the mobile power unit (mpu) was not returning and that the no external power alarms correlated to when the patient was untangling their power cables. The root cause of the reported event was determined to be from the connection to power being interrupted when the patient was untangling their power cables, as reported. The device history records were reviewed and the records revealed the heartmate mobile power unit (serial#: (B)(6) was manufactured in accordance with manufacturing and qa specifications prior to being initially shipped outbound on 20apr2020. Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms, including no external power alarms. Heartmate iii instructions for use section 3 ¿ ¿powering the system¿ and heartmate iii patient handbook section 3 ¿ ¿powering the system¿ addresses how to properly connect power sources to the system controller. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information states that the plan of care is to continue to monitor and re-education on proper use of mpu and power usage. It was reported that the log file findings of low power/ power cable disconnect/ no external power alarms on 12jan2021 correlates with the times when the patient was untangling the cords.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the presented to clinic with backup battery use 135 times and 110 minutes of use. After further review, the patient is on the mobile power unit (mpu) majority of the time due to chronic neck pain and difficulty wearing batteries. When the mpu cords become tangled the patient unplugs the mpu to fix her cords. A log file review was requested. The log file captured a low power hazard/power cable disconnect/no external power on (B)(6) 2021 at 19:03-19:04. This was caused by power to the mpu being briefly interrupted. The event log also captured low flow alarms with high pi on (B)(6) 2021 and (B)(6) 2021. Most of the low flow event were unsustained (less than 10 seconds). The estimated flow appears to be fluctuating below the alarm threshold of the 2.5 lpm. These occur at times when pi is elevated. The vad is functioning as intended.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported no external power alarm was confirmed via log file analysis. The heartmate mobile power unit was not returned for analysis; however, a log file was submitted for review spanning 1 day (12jan2021 ¿ 13jan2021 per timestamp). On 12jan2021 from 19:03:33 - 19:04:02 there was a no external power alarm while connected to the mobile power unit caused by a loss of ac power. The backup battery provided power during this event. The alarm cleared when ac power was restored. There were no other notable alarms in the log file. Pump operation was not affected. Multiple good faith efforts were sent asking for the serial number of the mobile power unit (mpu), if it would be returning, and for additional information regarding the reported event; however, to date no response was received. The root cause of the reported event was unable to be conclusively determined in this analysis. The device history records for the heartmate mpu were not able to be reviewed due to the serial number being unavailable. Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms, including no external power alarms. Heartmate iii instructions for use section 3 ¿ ¿powering the system¿ and heartmate iii patient handbook section 3 ¿ ¿powering the system¿ addresses how to properly connect power sources to the system controller. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.